Manufacturer narrative:
Product evaluation: visual inspection of the lens showed one of the haptics was torn off and is missing, and there was a split through the optic.

Event description:
The facility had stated that the intraocular lens model aa4203tl was damaged during delivery into the patient's eye. The lens was removed without patient injury. It is unk what model of injector was used, the surgeon used a model mtc60c fp cartridge to deliver the lens into the patient's eye, but the lot numbers for these items are unk. It is unk what caused the damage to the lens.